Manufacturer narrative:
Investigation to this feedback included a review of the feedback details, meeting of the incident investigation committee, and a review of the biodesign hernia graft IFU fp0036-02k. Although the surgeon alleges the device adhered to the bowel and then eroded through the bowel, the root cause of the enterocutaneous fistula is inconclusive as there was no actual visualization of the bowel (via reoperation) to confirm this scenario. However, this also means that the alleged adhesion and erosion was not ruled out as the cause of the enterocutaneous fistula. As such, in a conservative approach to reporting adverse events, an MDR will be filed. The patient in this case had a colostomy takedown and an abscess, both of which increase the suspectability to forming an enterocutaneous fistula. Additionally, injury to the bowel during surgery can be another possible contributing factor to an enterocutaneous fistula. The biodesign hernia graft IFU fp0036-02k notes that "possible adverse reactions with the use of any prosthesis may include, but are not limited to... Adhesion... Bowel erosion... Fistula formation. Complications, such as delayed wound infection, premature degradation, hernia recurrence, bowel erosion, and the need for re-operation, should be reasonable expected in patients who are critically ill or who have severely contaminated abdomens."

Event description:
Dr (B)(6) placed the device for reinforcement of a colostomy takedown. The patient developed an abscess at an unspecified time frame after surgery. The device was not alleged to have caused or contributed to the abscess. The abscess was drained and pieces of the graft were present in the drainage. The patient then developed an enterocutaneous fistula a couple of weeks after graft placement. Dr (B)(6) speculated that the graft adhered to the bowel and then eroded through the bowel which led to an enterocutaneous fistula. The fistula spontaneously closed.